Manufacturer narrative:
(Device not returned).

Event description:
During routine testing of the device at the service center, the service technician reported that after 3 months in stock, noticed that the batteries were completely drained when the base was powered up. Since the event occurred during routine testing, there was no patient involvement during this event.